Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On july 20, 2017, it was reported that the patient was gouged by the dermatome during surgery. The per indicated that an alternate device was used in the event. The customer returned an air dermatome device, serial number (B)(4), for evaluation. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) four times as documented in the repair reports in livelink. The last repair was (B)(6) 2017 where it was reported that the device was broken and the damaged head, thickness lever, reciprocating arm, bearings, seal and retaining ring, throttle lever, motor, poppet assembly, and o-ring were replaced. This is not a related issue. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the air dermatome by on (B)(6), 2017 revealed that set screw on the thickness adjustment lever was loose causing it to not be able to adjust the calibration. The motor speed was within specifications and the control bar was in the correct position. The customer hose and width plates were not returned for evaluation. Repair of the air dermatome was performed by zimmer biomet surgical on (B)(6), 2017 which included retightening the set screw on the thickness adjustment lever. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non verifiable since during initial inspection there was no sufficient information to confirm the reported event. However, it was revealed that set screw on the thickness adjustment lever was loose causing it to not be able to adjust the calibration . The root cause of the reported event cannot be specifically determined since during initial inspection there was no sufficient information to confirm the reported event. However, it was revealed that set screw on the thickness adjustment lever was loose causing it to not be able to adjust the calibration. The reported problem was resolved after retightening the set screw on the thickness adjustment lever .the investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Air dermatome, serial number (B)(4), was repaired, tested and returned to the customer.

Manufacturer narrative:
(B)(6). The patient was gouged by the dermatome. It was reported that there was harm/injury that occured during this event. If further information becomes available, the code will be amended accordingly. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was gouged by the dermatome during surgery. No additional patient consequences have been reported.